Manufacturer narrative:
Review of the group assay on echo shows that the reactions with anti-d series 4 and anti-d series 5 appear negative. A service call was made. Noted an entry on the event log: warning (4510) reagent anti-d series 4 volume was 950 ul higher than expected. This error may indicate foam / bubbles in the anti-d reagent vial. Group assay was performed with the patient sample in question. Results were 1+ pos in d1 and negative in d2. Donor assay was performed with the patient sample in question using new vial of anti d series 4 and the same vial of anti d series 5. Results were 1+ in d1 and ? In d2. Instrument is performing within specifications. The galileo operator manual instructs that reagents and controls should be inspected for foam before placing them on the instrument.

Event description:
Customer reported an rh discrepancy on the echo. A patient sample that was historically a positive was typed as a negative on the echo. No transfusion reactions were reported as a result of this rh discrepancy.